Event description:
It was reported that via remote transmission, the device was found in back-up vvi mode. Further evaluation was recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.